Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Code: other, since the device remains implanted, the programmer files were reviewed. (B)(4).

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon scheduled follow-up performed on (B)(6) 2010, noise oversensing episodes were observed which suggested emi.